Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The 90% stenosed, 2.5x20mm concentric target lesion was located in the severely tortuous and calcified left circumflex (lcx). A 2.50x20mm taxus liberte stent was advanced to the lcx, and it was noted that the physician had difficulty crossing the lesion and during the attempt, the stent moved on the balloon. The physician deployed the stent in an unintended site, "5mm ahead of the target lesion". It was noted that the stent was well positioned and apposed and was fully expanded. The procedure was completed by implanting a different device in the intended target lesion. No patient complications were reported with the patient's current condition listed as "stable".

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: as the device has not been returned,a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4)